Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient with a pacemaker had a syncopal episode and was in the emergency room. Additional information determined that the pacemaker clinic nor the field representatives were aware of this event. The device remains in-service. No additional adverse patient effects were reported.